Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the comb was damaged, and the gear, bottom roll, and side plates were worn; however, the repair was not completed because customer declined the aged repair quote. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for maintenance but was in need of repair. At product evaluation investigation it was identified that the comb of the mesher was damaged. There was no patient involvement. Due diligence is complete and no additional information is available no adverse events were reported as a result of this malfunction.